Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. A visual inspection was performed and found no defects. The receiver data log was downloaded and reviewed finding a hardware error on the day of the reported event deeming this reportable and confirming the reported event. The root cause was determined to be a hardware component failure.

Event description:
The nurse contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, after uploading the data into studio, she was not able to reset the receiver. No additional event or patient information is available.